Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2004 and mesh was used. The patient experienced erosion, various injuries and has had several additional surgeries and medical treatment. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). (B)(6). The patient underwent a repair of a rectocele with posterior colporrhaphy and bilateral sacrospinous ligament suspension of the posterior vaginal wall with a mesh graft augmentation on (B)(6) 2004. In 2010, the patient experienced rectal bleeding and had several colonoscopies, as well as an ulcer on the anterior rectal wall on (B)(6) 2010. On (B)(6) 2010, the patient underwent a removal of transrectal mesh for erosion of the anterior wall of the rectum with repair of the rectum. The patient experienced a postoperative wound infection with purulent vaginal drainage. Seven days post op, the patient was discharged against medical advice and sent home on intravenous antibiotics. Five days after discharging herself, she began passing flatus and stool through the vagina and was readmitted on (B)(6) 2010 for a dietary change evaluation and a rectovaginal fistula repair. The last ob/gyn records dated (B)(6) 2010 indicate that she was to have a colostomy in two weeks to divert from the rectovaginal fistula. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.